Event description:
In late 2008, the patient underwent a procedure to treat an abdominal aortic aneurysm with gore excluder aaa endoprostheses. After the trunk-ipsilateral leg component was placed, the 18 fr gore introducer sheath was withdrawn, and the iliac artery ruptured. The physician converted to an open repair. The device was explanted and replaced with a surgical graft (manufacturer unknown). As of early 2009, the patient is stable with no complications.

Manufacturer narrative:
The device lot number is not available to conduct manufacturing records review. A manufacturing record review was not conducted.